Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records for the ldh confirmed no abnormalities or deviations that could be related to the reported event. Review of complaint histories identified additional similar complaints for the reported ldh and no additional similar complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review (reference wt-wi 423801) in order to identify potential adverse trends. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information at this time.

Manufacturer narrative:
(B)(4). G2: foreign: italy. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0009613350 - 2023 -00576.

Event description:
It was reported that the patient underwent revision surgery due to metal-to-metal pathology, approximately seven (7) years after implantation. Attempts have been made and no further information has been provided.